Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board and monitor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had poor image quality with vertical lines in the image. Also the left monitor would not work. No pt injury was reported.